Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was inspected and the insulation was allegedly defective. The planned procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The brown section of the instrument tube extension exhibited a visible sign of a scratch mark/abrasion. Tube extension scratch marks measured roughly 0.196" in length.

Event description:
Refer to h10/h11 for follow-up information.